Event description:
User facility medwatch report mw5160156 received that states "a transfemoral valve-in-valve tricuspid case was performed to treat a pre-existing non-(B)(6) 31mm st. Jude surgical heart valve implanted in 2008. A 29mm sapien 3 ultra resilia valve was successfully implanted in the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." It was reported that in 2008, a 31mm st. Jude surgical heart valve was implanted during tricuspid valve replacement. On (B)(6) 2024, a transcatheter valve-in-valve implantation was successfully performed with a 29mm non-abbott valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of valve-in-valve implantation and structural valve deterioration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported structural valve deterioration resulted could not be conclusively determined. The reported surgical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.